Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 270cc and experienced bilateral significant amount of pain; primarily on the left breast implant. As a result, patient underwent removal of implants on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-06165 for contralateral prosthesis.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: on (B)(6) 2018, mentor became aware that the device history record information on the initial report dated (B)(6) 2018 was incorrect as the lot number has been provided. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).